Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01334. It was reported that two leads had migrated. Surgical intervention was undertaken on mar 2, 2020 during which the existing leads were explanted and replaced. Patient was programmed post-surgery. No further information is known at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Further information was requested but not received.

Event description:
Additional information noted no reported complications.